Event description:
It was reported there was lead erosion. That lead that was eroded was identified as the left ventricular lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.